Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen and loosely folded balloon consistent with preparation and a rupture while during use in the patient anatomy. The balloon catheter was pressurized using a new indeflator filled with water. There was a pinhole in the middle of the balloon, confirming the reported rupture. There were no scratches noted. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy lab analysis noted that the balloon failure may be related to mechanical damage to the outer surface. Radial mechanical damage was observed at, leading to, and near the leak. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the third inflation at the rated burst pressure (rbp). Further, as the balloon ruptured, it was unlikely to have been able to properly refold, which would have contributed to the reported resistance during retraction in the lesion. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. The reported complaint appears to be related to operational context and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was in the proximal left anterior descending artery (lad) with moderate calcification. Pre-dilatation of the lesion was performed with the trek 2.5 x 20 mm balloon. The balloon was inflated three times to 14 atmospheres, but the balloon ruptured after the third inflation at 14 atmospheres. Resistance was noted in the lesion during retraction. No adverse patient effects were reported. No additional information was provided.